Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, 14 cm x 9.5 mm cylinders and pump were tried and not used for unspecified reasons. A new inflatable penile prosthesis consisting of 12 cm x 9.5 mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there were no further complications.

Event description:
It was reported that during an original inflatable penile prosthesis implant surgery, 14 cm x 9.5 mm cylinders and pump were tried and not used for unspecified reasons. A new inflatable penile prosthesis consisting of 12 cm x 9.5 mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.